Event description:
Report 2 of 2. Consumer reported that after insertion of a super plus absorbency tampon, she realized the removal string was missing. She was able to remove the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.